Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging fading display. The reporter alleged trying to adjust contract which helped some but meter display still appears to be dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.